Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) procedure, the smart control 8 x 80 mm stent was implanted distal to the intended target lesion. The stent was only covering half of the length of the iliac target lesion. An add'l stent was implanted with overlap to cover the entire target lesion with good wall apposition and to successfully complete the procedure. The iliac artery target lesion was reported to be: moderately calcified, moderately tortuous, and an 80% stenosis. There was no reported pt injury. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There was no problem reported in advancing the stent delivery system (sds) to the target lesion or unusual force used. There were no reported acute bends. The locking pin was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back to the lesion prior to deployment. The handle of the sds was held flat and straight outside the pt. No add'l info is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 14097125 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 14097125. Outer sheath subassembly lot 14093721 was reviewed. It was observed during review that non-conformance record was generated for outer sheath subassembly lot 14093721 due to an out of control point lcl for te ses om next gen yield graphic. Since it was generated due to an accumulation of defects and no one defect causes the out of control point by it, the lot was released and the pths was closed. This non-conformance bares no relation to the complaint reported and no other incidents were noted that could be potentially related to the reported complaint. Sixty-eight (68) units were rejected during the assembly of lot 14093721. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Inner shaft subassembly lot 10488747 was reviewed. It was observed during review that no nonconformances were generated. No units were rejected during the assembly of lot 14088747 and no incidents were noted that could be potentially related to the complaint reported.